Event description:
It was reported that patient received inappropriate atp therapy during an svt. Patient was asymptomatic. It was recommended that the device be reprogrammed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.